Event description:
It was reported that during normal device change out, the lead was examined under fluoroscopy and externalized conductors were observed. All electrical parameters were good. The lead was capped and replaced. The patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.